Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the pacer was attached to the leads at implant, there was no pacing or sensing in the atrium. Several attempts were made to implant the device, and at each attempt there was no atrial pacing or sensing.~~~~~~~